Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a voltage alert which is indicative of battery voltage too low for the projected remaining capacity. This device remains in service. Information indicates the patient is on hospice and as a result, tachy therapy has been programmed off. No adverse patient effects were reported.